Event description:
It was reported that the stylus touch pen would not hit accurately on the programmer screen, even after changing pens and going through the calibration process. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the radiofrequency programmer head returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the radiofrequency (rf) programmer head failed the e-field immunity test. And therefore the rf head cable was replaced. Analysis also found that the rf head label was missing the back coating and therefore the rf head's label was also replaced . The head then passed functional and systems tests and no other anomalies were found. Concomitant products: product ID 2090 programmer; product ID 229047 software analyzer. (B)(4).